Event description:
Patient was scheduled for revision, but aspiration prior to surgery was mrsa positive. Implants were removed and cement spacer inserted. Osteolysis present proximal medical tibia/posterior femur, poly wear of the tibial insert, and loosening of the tibia.